Event description:
A zoll distributor returned battery charger/modem sn (B)(4), indicating that the battery charger/modem was unable to power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon receipt the charger power cord was defective, causing the charger to be unable to power on and charge a battery. The root cause of the defective power cord was unable to be positively identified. No adverse event resulted from the defective charger/modem power supply cord.